Event description:
The following information was provided: as per pss implant request: right knee arthrofibrosis s/p right total knee replacement. Arthrofibrosis needing thinner polyethylene insert. Require cross linked polyethylene insert size 8mm and 7mm for a size 6 universal tibial base plate.